Event description:
After completing the autoclave sterilization process the technician noted that the devices had brown residue dried onto the metal shaft near the holes located at the distal end. The technician proceeded to reprocess the devices and again technician noted the brown residue. One of the devices has been used approx 6 or 8 times, while second device was only used 2 times. Note: rptr was unable to distinguish which of the devices was used 6 to 8 times and which was only used twice.